Manufacturer narrative:
Mindray service representatives verified the unit checks within factory specifications.

Event description:
Customer reported an issue with the dpm 6 monitor which may have resulted in a loss of primary monitoring. No pt injury was reported.